Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient was seen on (B)(6) 2021. It was planned to revise the leads, however the date was not scheduled at the time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are getting an out of range (oor) message since the friday prior to the report. They stated that they have had no falls, trauma, or medical procedures lately. They added that the oor message comes up as soon as they use the programmer and will not let them change anything. Patient services reviewed how to bypass the oor. The patient stated that the programmer then showed the screen to replace the batteries. After replacing the batteries, the patient was able to increase stimulation. They stated that they were in group a at 6.5 and 7.5v and could not feel stimulation at all. The patient mentioned that they continued to increase stimulation and started feeling it. They added that group b seemed to work. The patient also noted that since the last time they went to see their healthcare provider in 2020, they would wake up in the morning and the stimulation would ¿kind of go back down¿ and they had to turn it up every day. Patient services reviewed that it could be related to adaptive stimulation. They suggested increasing stimulation and waiting for 3 minutes. The patient was redirected to their healthcare provider. Additional information was reported that the manufacturing representative (rep) is getting impedance oor. The factors that are related to this are unknown. The rep will consult with the physician for x-rays and possible lead revision. The issue has not been resolved at this time.